Event description:
It was reported that the patient received inappropriate shocks due to oversensing and cross talk on the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d284trk implantable cardioverter defibrillator (ICD) (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was found.